Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval found that the force required to close the door was above expected levels causing the door not fully latched messages. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a device alarmed for a door not fully latched message. There was no pt incident.